Event description:
It was reported that the doctor found two of the subcutaneous electrodes were the same color. The doctor refused to use the product and used a replacement to complete the surgery. There was no reported injury as a result of this event. The reported malfunction of there being two electrodes of the same color could not be confirmed by evaluation. Although it is not consistent with the reported complaint, evaluation of the device found one electrode wire was out of its respective lumen and had punctured the cuff. Follow-up communication indicates that the doctor did not use the device on a patient and confirms that the evaluated device was in fact the device associated with this event.

Manufacturer narrative:
(B)(4). The product analysis indicates that there was evidence of biological contaminants [based off of the reactivity with hydrogen pe roxide]. The customer indicated the device was not used on a patient. However, the biological contaminants were in crevasses, inside, and outside of the tube which is not consistent with cross contamination from casual handling and is likely to have come in contact with a patient. The electrode wires attached to the tube was 1 set of blue and 1 set of red. The returned sample also contained 1 green electrode and 1 red/white electrode. The electrode colors were configured correctly and not the same color, as reported. The reported malfunction of there being two electrodes of the same color could not be confirmed. Although it is not consistent with the reported complaint, one electrode wire was out of its respective lumen and had punctured the cuff and another electrode was bent at the blue band. The information suggests that there may have been a translation error that miscommunicated the reported malfunction. The finish goods pouch did not contain damage that would indicate the malfunction occurred while in the pouch. The damage to the electrode wires is most likely consistent with mishandling. Result code: stress problem. This device is used for therapeutic purposes.